Manufacturer narrative:
Concomitant medical products: 5054-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an acute rise and high threshold of the right atrial (ra) lead. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.